Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a veterinarian that an animal underwent a neuter procedure on (B)(6) 2014 and suture was used. The animal experienced post-operative suture breakage.